Event description:
The technician reported the bed exit could be set but the audible alarm for the bed exit was very faint. The bed was located in storage at the facility. There was no patient/user injury reported. This report was filed as our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the scale power control board was not functioning. The most likely cause would be normal wear and tear. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual: if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2010. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the scale and patient position module power control board external buzzer kit to resolve the issue. Based on this information, no further action is required.